Event description:
Surgeon was placing screw in and a shaving from the plate began to rub off. The shaving was not retained, the plate was sent (with shaving in place) to be sterilized and when it was returned, the shaving was gone. The screw did not display damage and was used with another plate. X-ray was performed to ensure there was no remaining fragments.

Manufacturer narrative:
Manufacturing site evaluation: on-going.